Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary procedure, and a perforation occurred in the mid left anterior descending (lad) artery. The 3.5 x 19 mm graftmaster stent was implanted in the mid lad. Post procedure, the patient had complaints of persistent chest pain while in recovery and returned to the catheterization lab. Coronary angiography was performed on (B)(6) 2019 and thrombus was noted within the implanted graftmaster stent. Additionally, a lesion was noted distal to the graftmaster stent, which was felt to be dissection. The thrombus was not flow limiting and angioplasty was performed to treat the thrombus. A 2.5 x 20 mm non-abbott stent was implanted at the distal lesion, overlapping the graftmaster stent, treating the possible dissection. It was thought that the dissection had occurred during the index procedure, and was not felt to be related to the graftmaster stent. Post procedure, the patient was in stable condition. No additional information was provided.